Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the rep that the surgeon found that (2) pmw35 staplers to be clinging to the formed staple after firing. Another pmw35 device was used to complete the case. There was no consequence to the pt.